Event description:
Information received notes atrial oversensing and 280 ohms unipolar lead impedance. The patient had an underlying sinus rhythm of about 55 bpm and conducted through on their own most of the time. The physician decreased the base rate to 60 ppm with hysteresis at 45 ppm. Autocapture was also turned off. The device had a history of high thresholds which was compensated by programming the device to a high voltage setting of 5.0 v, 0.4 ms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received